Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported review of session records in the programmer found that the device had an error message when attempting to retrieve the electrogram episodes. No further information is available.